Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 18-sep-2024. The device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and carto test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and electrode section and foreign material inside of it. A carto test was performed and it was recognized and visualized correctly. No issues or errors were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to manufacturing process. The eeprom issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. This product issue will be addressed through johnson & johnson medtech quality system. An internal corrective action has been opened to investigate manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿error 100 occurred (map: catheter eeprom error)¿ issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿its image on the carto started to behave erratically and spin around its axis¿ issue. In addition, biosense webster inc. Analysis finding of ¿a separation between the pebax and electrode section and foreign material inside of it¿. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code sleeve (g04115) were selected as related to the customer¿s reported ¿its image on the carto started to behave erratically and spin around its axis¿ issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. As the ablation catheter was introduced, its image on the carto started to behave erratically and spin around its axis. Error 100 occurred (map: catheter eeprom error). After some troubleshooting with no change, they replaced the catheter with a new one. No issues appeared and they successfully finished the procedure. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 04-oct-2024, observed a separation between the pebax and electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 04-oct-2024 and have assessed this returned condition as reportable.